Manufacturer narrative:
Continued e.1. Fax number: (B)(6). Device evaluation: based on the product analysis performed, the assessments of the complaints are: capsular contracture: unable to observe as it is not related to the manufacturing process. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. Local reaction: unable to observe as it is not related to the manufacturing process. Seroma-late: unable to observe as it is not related to the manufacturing process. Rupture: observed broken device assessed as unidentified (tear) opening, broken device assessed as surgical damage and a missing piece of shell assessed as inconclusive as per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side sudden swelling/seroma with asymmetry/pain and induration. Histopathology analysis of the capsule was performed. Later, spontaneous seroma and unclear pain & swelling, unclear seroma, suspected alcl, and capsular contracture baker grade iii. Healthcare professional later reported left side "anxiety, pain, rupture of implant, and silicone bleeding with silicone touching the patient". Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Event description:
Healthcare professional reported left side sudden swelling/seroma with asymmetry/pain and induration. Histopathology analysis of the capsule was performed. Later, spontaneous seroma and unclear pain & swelling, unclear seroma, suspected alcl, and capsular contracture baker grade iii. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Device has been explanted with a capsulectomy and replaced with another manufacturer's device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Upon review of received pathology reports, allergan medical safety determined that there is no malignancy. Visual analysis of the photographs identified: capsular contracture: unable to observe since it is not related to the device. Seroma-late: unable to observe since it is not related to the device. Local reaction: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, corrected and/or changed data: a.2, a.4, b.3, b.5, b.6, d.4, d.6b, h.4, h.6

Event description:
Healthcare professional reported left side sudden swelling/seroma with asymmetry/pain and induration. Device has been explanted with a capsulectomy and replaced with another manufacturer's device. Histopathology analysis of the capsule was performed.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma. Cont e1 phone number - (B)(6).